Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed insulin flow blocked . The customer's blood glucose reading was unknown at the time of incident. The customer did not have time to troubleshoot and indicated that they will call back later. The product will not be returned.

Manufacturer narrative:
The case-2017-00048236-1 was reported in error.